Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. The patient stated that two weeks after the scs system was implanted they knew something was wrong. The patient stated that their stimulation didn't feel right. The patient stated that their healthcare provider (hcp) would not see them for this issue. The patient stated that the device also never worked to control their target pain. The patient stated that they would be shocked while driving and it would cause them to slam on the brakes, and the patient thought this was dangerous. The patient stated that the issue progressively worsened and they were receiving several shocks per day. The system was later removed. The patient stated that the stim didn't feel right since (B)(6) or (B)(6) of 2008. The system was surgically removed in (B)(6) 2012. No further complications were reported or anticipated.